Event description:
It was reported that the patient presented for follow-up after receiving inappropriate atp therapy due to detection of noise as vf. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.